Event description:
It was reported that during a laparoscopic hysteroscopy the forceps broke while in the patient's uterus. An x-ray was performed and there was no piece seen. The procedure was completed with the use of another forceps. The patient was discharged within normal time frame.

Manufacturer narrative:
Evaluation summary: richard wolf medical instruments received the tenaculum forceps and informed the manufacturer of the incident. The manufacturer completed the investigation. Visual inspection of the links and actuating rod did not confirm a part broken. The rivet detached from link and actuating rod. The finished goods work order revealed no nonconformance. The manufacturing process was reviewed and no non-conformities were noted. This is an isolated incident for this particular product type. Cause of event: no conclusion can be drawn as to the rivet failure.